Event description:
The dealer reported that they heard loose "particles" inside the sensor panel. Evaluation of the returned product found loose screws inside the unit.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). Evaluation of the returned unit found four loose screws out of their locations and loose inside the sensor panel. The panel was repaired for the loose screw issue. The panel was retested and met specifications. (B)(4).